Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the heartmate 3 system controller screen being blank and damage to the white power cable, could not be confirmed as no product was returned and no photos were submitted for analysis. The heartmate 3 system controller (serial number (B)(6)) was not returned for analysis. A review of the submitted log file did not capture any notable events. It was reported that the controller was the backup controller. The controller was not used to support the left ventricular assist device (lvad) at any point during the duration of the log file data. It was reported that the patient's backup system controller's screen was blank and alarms, no icons or lights on the screen when plugged in. It was reported a re-sync of the controller time was completed and retried again with the same result. It was also reported that kitten bites were noted on the white lead of the backup controller which led to a controller exchange. A root cause for the reported events could not be conclusively determined through this analysis. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system IFU, and heartmate 3 patient handbook, are currently available. Section 10 of the patient handbook, entitled ¿safety checklists¿ instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The IFU section 8, entitled ¿equipment storage and care¿ and the patient handbook section 6, entitled ¿caring for the equipment¿ explain how to properly care for the equipment, including the system controller and power cables. This section also explains the importance of protecting the system controller power cables from kinks or sharp bends. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's backup system controller's screen was blank and alarms, no icons or lights on the screen when plugged in. After approximately 5-7 seconds, it started to charge. A re-sync of the controller time was completed and retried again with the same result. Kitten bites were noted on the white lead of the backup controller which led to a controller exchange.